Event description:
On 9/7/2007, the representative reported that the speedlink cams were not turning. On 9/24/2007, an inquiry was made and additional information was obtained. The representative reported that the surgeon implanted the device and attempted to lock it and the cams would not lock. He removed the implant and completed the case with another. There was no surgery delay and no injury.

Manufacturer narrative:
Device investigation/evaluation is pending receipt of product.